Event description:
It was reported that device detachment occurred. The target lesion was located in the left anterior descending artery. A 1.50mm rotapro was selected for use. During the procedure, the tip broke and the device failed to cross the lesion. The procedure was completed with another of the same device. There were no patient complications, and patient is in good condition post procedure.